Event description:
During shoulder rotator cuff repair, tip of express sewii suture needle broke off inside patient's rtc. Needle end was retrieved by physician and procedure completed with no further complications.